Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device gave two "no shock advised" prompts for rhythms clinicians believed were shockable. Complainant indicated that the third analysis resulted in a "shock advised prompt. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.